Event description:
It was reported that the user experienced sustained hyperglycemia with a reported value of 309 mg/dl accompanied by an occlusion alert on an ilet system, with insulin delivery interrupted for a period and the user guided to detach, clear the line by pushing drops through the tubing, reconnect, and resume delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a reported lack of insulin effect associated with an occlusion alert, with no specific device component implicated and no device problem found during the assessment. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.